Event description:
It was reported that an alert for high, out of range, pacing lead impedance was received via merlin.net transmission. Review of trends showed stable impedance measurements except for a few occasions of high, out of range values in the last several months. The lead remains implanted and will continue to be monitored.

Event description:
New information received notes that lead impedance was still observed on the rv lead. Lead remains implanted.